Event description:
It was reported that the motor service was due. The event occurred during testing. The device evaluation noted a defective downstream occlusion sensor.

Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing noted a defective downstream occlusion sensor. The downstream occlusion sensor was replaced, and the device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.